Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address a collapsed tibial component and loosening of the tibial and femoral components at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2006, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : there were zero non-conformances raised on this lot number. There were no manufacturing variations that could have contributed to the complaint.